Event description:
A customer reported that ophthalmic sutures from the same batch were not sharp resulting in suture thread breakage during use. No procedural details were provided. The surgery was completed using other product without any patient harm. This report pertains to two of two reports from the same facility.

Manufacturer narrative:
Additional information is provided in sections b3, b5 and h6, h11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that ophthalmic sutures from the same batch were not sharp, causing the suture thread to break during use. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to two of two reports from the same facility.